Event description:
It was reported that the surgeon is an experienced synergy user with hip and knee operations. Experiencing increased intra operative blade fatigue. Most of the blades became dysfunctional even though the surgeon was still working on the muscle structure (soft tissue). In some cases it even happened that the blades break physically. It is unknown when and what type of procedure occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.